Manufacturer narrative:
Concomitant medical products: product ID: 977a26,0 lot# serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead, product ID: 977a260, lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that fluid was draining from pocket. A full system explant was performed due to concern for possible surgical site infection. There were no known contributing factors reported. The system was explanted on (B)(6) 2021 and was discarded by the customer. The issue was resolved at the time of the report.